Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned for evaluation. The implant was still attached to the pusher; the marker band remained seated in the strain relief and the distal implant coil was still present. The attachment bond section was still intact. The pusher was broken and stretched from its hypotube to body coil transition. Based on the provided information and evaluation of the device, the implant coil was found intact/whole and remained attached to the distal end of the pusher. The pusher coils were broken/stretched. The investigation findings are consistent in nature to cases such that the applied force during the pulling it back of the device into the introducer sheath overcame the tensile strength of the device/materials.

Event description:
It was reported that the embolization coil did not advance in the microcatheter. During removal, resistance was encountered. The coil unexpectedly detached in the microcatheter as it was being withdrawn. There was no reported intervention or patient injury. The current patient's status is reported to be fine.